Event description:
Customer reported the sys will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and replaced the hard drive. No pt injury was reported.